Event description:
Pt was injected with 95 ml of contrast in the right antecubital vein (flow rate was set for 2.0 ml/sec). The pt did not complain of pain, but did state that her arm stung a little. There was no enhancement in any of the organs, including the kidneys. At this point, an extravasation was noted. It was estimated that approx. 92 ml of the contrast extravasated since the technician test injected a small amount prior to the actual injection. The complainant believes that the patch was properly placed over the angiocath. There was some swelling and hardness under the area of the patch and around it. Pt was treated with cold compresses and sent home.